Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion due to a drop in estimated longevity from 10 years to two years over the course of one year. Device data was sent to engineering for review. Data analysis confirmed the device exhibited increase power consumption resulting in premature depletion. This device remains in service. No adverse patient effects were reported.